Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose (bg) level was 525 mg/dl. A manual injection was administered to address bg. A supply change was performed resolving the issue and insulin delivery was resumed.